Event description:
The facility reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. It is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.63.90.

Manufacturer narrative:
The instrument has not been returned from the reporting facility for analysis by medtronic as the facility is awaiting authorization from (B)(6) to return the instrument. It was reported by the facility that the forceps had been repaired prior to this patient injury by a third party instrument repair facility. The relationship of the unauthorized instrument repair to the event is not known at this time. Any missing or incomplete data on form 3500a is the result of information not being provided, or released by the reporter despite attempts to obtain the required information. When the instrument is received by medtronic and an analysis has been performed, a supplemental 3500a will be submitted for this event. The product is used for treatment. MDR 9680837-2010-00011 was filed on september 17, 2010 and the following is a supplemental to that report. The device was received from the customer on october 29, 2010, a visual examination of product by the supplier revealed the coating of the instrument was modified by a third party repair facility the coating color of the returned forceps is black instead of blue as produced by the authorized manufacturer. In addition sections of the insulation were missing which would allow the current to leak through

Event description:
The facility reported that during an amydalectomy procedure, a (B)(6) patient received a burn requiring treatment. The patient was admitted to the hospital and released after two days. It is reported that the patient's current condition is "good." The severity of the burn has not been provided by the facility.

Manufacturer narrative:
The instrument has not been returned from the reporting facility for analysis by medtronic as the facility is awaiting authorization from (B)(6) to return the instrument. It was reported by the facility that the forceps had been repaired prior to this patient injury by a third party instrument repair facility. The relationship of the unauthorized instrument repair to the event is not known at this time. When the instrument is received by medtronic, and an analysis has been performed, a supplemental 3500a will be submitted for this event. The product is used for treatment.